Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds and non capture noted on the right atrial (ra) lead. This lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead is scheduled for intervention due to the reported issues. It was also reported that undersensing was noted on the ra lead. X-ray revealed this lead was dislodged. The lead was capped and replaced.